Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, battery out limit and damage on the insulin pump. The customer's blood glucose value was 200+ mg/dl. The customer treated with syringes. The customer stated that the pump had 2 bars and it stopped working. The customer inserted new aaa alkaline battery and the display returned. The customer reported scratches on the screen making it hard to read. The product was returned for analysis.